Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. Pieces measuring approximately 0.4111x 0.0350 were not returned with the instrument. The grip tip section and its components are completely detached from the main tube. Components adjacent to this broken main tube do show damage. The grip cables, pitch cables, and conductor wires are broken and exposed from the grip tips. The instrument was found to have a broken grip cable from the main tube. The cable was fully detached from the main tube. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit damage that would have contributed to the cable breaking. The pitch cable and conductor wires are completely detached from the main tube. The instrument was found to have a broken pitch cable from the main tube. The cable was fully detached from the main tube. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. The grip cables and conductor wires are exposed and detached from the grip tips. The instrument was found to have a broken conductor wire at the main tube. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did show damage. The grip cable and pitch cables are broken and exposed from the grip tips. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.2355¿ - 0.1455¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument broke at the metal tip, and as a result, the customer was unable to straighten the instrument for removal from the trocar. Consequently, both the trocar and instrument had to be removed together and a set of bolt cutters needed to be utilized to get the tip off so that the instrument could be fully removed from the trocar. The procedure was completed with no reported injury.